Manufacturer narrative:
Investigation in process. C4-5 / 08-100-01051, lot: 61396260, tm100 11x11x5mm, exp date: 11/30/2014, MFR date: 11/2009; c5-6 / 08-100-01051, lot: 61003805, tm100 11x11x5mm, exp date: 05/31/2013, MFR date: 05/2008; c6-7 / 08-100-01061, lot: 61420627, tm100 11x11x6mm.

Event description:
On (B) (6) 2010, dr. (B) (6) at (B) (6) medical center completed a 4l (c3-7) acdf on a (B) (6) female ((B) (6)) for multilevel ddd with facet disease, disc protrusion lt c6-7/c7-t1 and stenosis c3-6. She had myelomalacia of cord at c4-5, c5-6 had spur + disc involvement. She had posterior neck pain with lt radiculopathy. (B) (6) smoker 1-1/2 ppd since age(B) (6) (for 24 years). Fluoro films looked good. The items in section 7 were implanted. Pt awoke moving all extremities. On (B) (6) 2010, pt returns to or with weakness of left arm and scheduled for exploration c4-5/5-6. Trinica plate and 10 screws removed without difficulty, caspar pins + retractor placed for distraction and tm100's removed from c4-5 and c5-6 one at a time - no difficulty - with decompression to follow. The following levels were revised with .. C4-5 tm100 11x11x8mm 08-100-01081, lot: 61349942; c5-6 tm100 11x11x8mm, 08-100-01081, lot: 61093516 (filled with autograft from cervical decompression).